Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) and the patient. The patient stated that they can charge their controller to 100%, but their implantable neurostimulator (ins) does not charge past 90%. They added that ¿it won¿t go lower than 70% from 100%.¿ patient services was under the impression that the patient meant the controller battery but did not confirm this. The patient noted that they see a green light flashing with the ¿recharging excellent¿ screen on their controller. They explained that their ins battery went down to 40% the night prior to the report. They stated that they were able to charge to 90% the morning of the report, but they spent over 40 minutes trying to charge past 90%, and the ins never got to 100%. The patient stated that they might see their healthcare provider on (B)(6) 2018 and wanted to know what to do next. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's ins was taking 20 min longer to charge starting a week prior to the report. The patient had not changed settings or made any other changes. The patient was redirected to follow-up with their managing physician. No patient complications were reported.